Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system with dual port was broken at the hub prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: although the review of the DHR is required for all MDR per (B)(4), a review could be performed as no lot number was provided for this incident. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o-n/a level a investigation per (B)(4). Eura (end user risk analysis) review: yes. Reason: review of the end user risk analysis (eura) is required for all reportable incidents. This document evaluates the risk to the end user that is associated with the failure modes of the product. Findings: the failure mode of damaged extension tubing is identified in (B)(4) nexiva p-eura. Based on the customer¿s verbatim description, the effect of the device failure did not require medical intervention and would have resulted in minor leakage with a limited severity with ranking s2. Occurrence rate of this defect could not be established for this batch as the batch number is unknown. However, with limited severity the risk to the end user is acceptable given that the occurrence rate is low to moderate. Visual analysis observations and testing: received one used nexiva 22ga unit from unknown lot number. The unit was received in two portions. The first portion consisted of the catheter adapter with ex-tubing. The second portion consisted of the y-adapter. The needle set was not returned. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation was received in two portions. Visual/microscopic examination: the tubing edge of the residual material at the y-adapter at the separation (damage site) was jagged. The ex-tubing edges at the separation (damage site) were jagged. No evidence of scoring or other manufacturing defects were found. Conclusions: the defect tubing defective/damaged, as stated as the reported code was confirmed with the returned unit. The unit was received in two portions and would leak at the separation. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: the separation does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the y-adapter adapter possibly through manipulation by the patient and/or clinician. Corrective action project / CAPA (#): a manufacturing root cause could not be identified. A formal corrective action will not be initiated at this time. Severity is limited. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.